Event description:
An affiliate reported that a pt was admitted for treatment of a superficial femoral artery lesion. The lesion was described as severely calcified and 80% stenosed. A 6.0 x 100 smart stent with an 80cm shaft was deployed at the target lesion. As the physician attempted to remove the delivery system, it became "stuck" on something. It did not appear to have become caught on the stent. The inner shaft separated from the outer shaft and delivery handle and remained on the 0.35 glide guidewire. The guidewire with the inner shaft were removed together. A new puncture and guidewire had to be introduced to complete the case. There was no vascular damage and the procedure was completed successfully. Additional info will be submitted within 30 days of receipt.